Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to use validation code when the user tried to issue the oxycod medication for a patient. A technical support specialist (tss) found that the pharmacy had provided the validation code to the customer, but the cabinet was using rxverify. The client profile indicated that rxverify should be used. The tss advised the customer to request the medication through the rxverify screen. Furthermore, the tss checked myqlink (mql) and confirmed that the request had just been approved, ensuring that the customer should now be able to retrieve and pull their medication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user was unable to use the validation code. The customer reported an issue while attempting to issue medication uh\f\63234 oxycod/apap, to the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.